Event description:
During the procedure, as the mapping catheter was being inserted into the sheath and aspiration was performed with a syringe, bubbles were noted on the shaft. The introducer was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d10, g3, h2, h3 one 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing did not confirm an air leak, however, a fluid leak was noted in the hemostasis valve when a catheter from current inventory was inserted through the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.